Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received a consumer whose pump was used to deliver hydromorphone (20 mg/ml at 3 mg/day). The indication for use is peripheral neuropathy and spinal pain. On (B)(6) 2015 the patient saw the 8476 error message, indicating a motor stall, on their personal therapy manger (ptm). The patient had not heard the pump alarm. It was reported that the patient had an MRI on (B)(6) 2015 and the patient was successfully able to deliver a bolus while on the call with patient services which indicates that the pump was in telemetry state and using the ptm resolved the issue. There were no patient symptoms as a result of the issue. Further follow up was done to determine if the MRI was related to the patient's device or therapy and for the results of the MRI. On (B)(6) 2015 the consumer reported that the MRI on (B)(6) 2015 was not a result of a device concern or a change in therapy. The results of the MRI included a new diagnosis of transverse myelitis, with total paralysis of bilateral legs, neurogenic bladder, and bowel incontinence. On (B)(6) 2015 the healthcare professional (hcp) reported that they have no record of the patient having an MRI on (B)(6) 2015, they don't know who ordered it or why it was performed but they are certain it was not pump related.